Manufacturer narrative:
(B)(4)

Event description:
It was further reported that rv lead impedances were high and a possible fracture was suspected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had rising impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.